Event description:
It was reported that the patient had fallen and stimulation was not "helping much after that." No further information related to the fall had been reported.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).